Event description:
Approx. 8 minutes into the hydrothermal ablation (hta) procedure, there was a decrease in fluid. Machine was stopped and cool down started immediately. No obvious burns were noted; some abrasions due to the heavy weighted speculum. The doctor rechanged the gauze pads and then reinserted the hydrothermal ablation equipment and checked it with the cool cycle. He finished the last three minutes of the procedure and then began the cool down cycle and withdrew the hysterscope. Besides the abrasions from the heavy weighted speculum, there was no evidence of vaginal trauma. Cream was applied as a precaution. There was a good result to the procedure. Two weeks later at doctor's follow-up visit, doctor noticed she sustained butterfly sized perineal skin burns, best described as "drip marks" that had apparently tracked alongside her buttocks during surgery. The burns healed well. There is slight scarring.

Manufacturer narrative:
The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Other: product unavailable for analysis.